Event description:
It was reported that the atrial lead impedance had increased slowly and was now high. It was further reported that the ventricular lead impedance had increased slightly. The health professional was unable to get bipolar r-wave measurement through the device and the manual r-wave value was low. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase was noted as the file shows atrial lead impedance increase from 838 to 1212 max ohms between (B)(6) 2010 and (B)(6) 2011. Atrial impedance at implant was 523 ohms.